Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners and a severely scratched display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was loose. Customer also reported that the up arrow button was not responding. Customer's blood glucose was unknown, but customer reported that blood glucose was low. Customer was advised that insulin pump would be replaced.